Event description:
The biomedical engineer (bme) reported that the nurse's at the central nurse's station (cns) reported that asystole was not alarming. When the biomedical engineer went to check it out, the biomedical engineer found that for the patient tile, it had been turned off. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that at the central nurse's station (cns) that the asystole was not alarming. When the biomedical engineer went to check it out, the biomedical engineer found that the patient tile had been turned off. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the cns: transmitters: model #:gz-151 serial #: ni.